Event description:
The facility reported an automix 3+3 compounder which would freeze up during compounding. This condition occurred during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device for evaluation. Visual inspection and functional testing were performed. The customer reported problem was not confirmed or duplicated during evaluation. The device met specification with regards to the reported condition. The root cause was not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: a service history review revealed no previous service events were related to the reported condition.